Manufacturer narrative:
(B)(4) d10: item # 47249909010, z nail cmf 10.5 x 90 lag scr, lot # 3188640. Item # 47249818011, z nail cmf 11.5mmx17.5cm 125r, lot # 3084433. G2: foreign - event occurred in japan. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. Based on review of the provided photographic documentation of the nail system, evidence of fretting and abrasive wear was identified at the interface surfaces between the lag screw and the nail. Wear marks and surface burnishing are visible on the mid-to-distal portion of the lag screw. Matching wear is also visible on the inner bore of the nail where the lag screw sits. The presence of wear on both contact surfaces indicates that the two components moved relative to one another while implanted. The remaining components of the construct ¿ comprising the anti-rotation screw, end cap/set screw, and both cortical locking screws ¿ appear visually intact and unremarkable in the provided images, with no evidence of mechanical damage, deformation, or surface degradation identifiable upon photographic review. A review of the device manufacturing records confirmed no abnormalities or deviations for the lag and anti-rotation screws. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event for the nail. Radiographs were provided and reviewed by a radiologist. The review identified an ap and lateral fluoroscopic intraoperative images of the right hip show intramedullary nail and femoral neck lag screw fixation of right intertrochanteric fracture. Additional antirotational femoral neck screw in place. Minimal residual fracture displacement with mild posterior angulation noted and no immediate hardware complication identified. Follow-up ap and frogleg lateral views of the right hip on the first postoperative available date shows compression at the fracture site with backout of the large lag screw outer cannula and antirotational screw. Persistent visualization of the fracture line is suspicious for non-union. The second postoperative visit shows unchanged alignment at the fracture site but interval advance of the large femoral neck screw, now penetrating the medial cortex of the femoral head as well as advance of the antirotational screw, consistent with hardware loosening/loss of fixation. Persistent visualization of the fracture line is again noted, suspicious for non-union. Radiographic osteopenia is noted. The wear observed on both the lag screw and nail bore is consistent with relative micro-motion between the two components during the period of implantation, which aligns with the device migration observed on the radiographic imaging. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer.

Event description:
It was reported that initial operation was performed with cm fortis nail system. The patient's postoperative course was good, but at a routine checkup was discovered that the lag screw had penetrated the femoral head. Therefore, a revision surgery was performed approximately 10 months post implantation, in which all the originally implanted implants were removed, and it was replaced with an implant from another manufacturer. Attempts have been made and additional information on the reported event is unavailable at this time.